Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported the pfna nail was broken. The broken nail was removed without incident. This report is for an unknown pfna nail, 10mm x 360mm 130degrees. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The failure of the investigated implants was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Should be 1 of 4 reports.

Event description:
This is 1 of 4 reports for complaint (B)(4).